Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoirs. The customer states the reservoirs were not releasing the insulin. The customer states one of the reservoirs had air bubble. Troubleshoot was conducted. The customer states the reservoir leaked at the transfer guard during filling. The customer was advised the reservoirs would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill reservoir test. The reservoir/transfer guard passed per inspection. No leakage anomaly was noted during filling.